Event description:
Customer reported experiencing occlusion alarms. Customer cleared the alarm and resumed insulin delivery. The customer's blood glucose level was 518 mg/dl. Customer declined follow up from tandem technical support. No additional information was provided.